Event description:
It is reported that the insulin is alarming prime alarm and unable to rewind. Customer stated that she does not think she has received insulin during the night, due to high blood glucose in the morning. Customer has blood glucose reading of 473 mg/dl. Customer treated with injection and she is thirsty. Drive support cap is protruding. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to protruded/loose drive support disk. No prime alarm noted during rewind. The insulin pump had a missing end cap sticker.